Event description:
During index procedure one endeavor sprint drug eluting stent was implanted in the rca. Approximately 36 months post index procedure it is reported that the patient suffered a gastro-intestinal bleed. The patient was on dapt. Investigator has assessed that the event was not related to the device. It is reported that the patient recovered with treatment. The clopidogrel was stopped 3 days following event.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (haemorrhage).

Event description:
Gi bleed event previously reported occurred (B)(6) 2012.

Event description:
Index procedure was prompted by silent ischemia and 75% stenosis in the rca. The patient was treated with two units of prbcs for previously reported gi bleed.